Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead had dislodged while removing the temporary pacing lead. The rv lead was revised after closing the pocket and remains in use. No patient complications have been reported as a result of this event.